Event description:
Boston scientific received information that this right atrial (ra) lead had displayed out of range impedance measurements, no sensing and a loss of capture (loc) at maximum outputs. It was later determined the lead was fractured. The lead revision was rescheduled due to occlusion. There were no adverse patient effects.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured near the distal end of the suture sleeve tie down area. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
At this time the lead remains implanted. This report will be updated if additional information becomes available.

Event description:
Additional information was received that this lead has been explanted with and will be returned for analysis. A new lead was implanted. There were no adverse patient effects.

Manufacturer narrative:
This report will be updated once analysis has been completed.